Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture thresholds. Chest x-ray confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.